Event description:
Radiometer reference: (B)(4). According to the complaint, on (B)(6) 2025 13:51, customer reported that abl90 flex plus analyzer (serial no. (B)(6) powered out and disconnected while running a sample. The screen went to service login then went black and nothing seemed to open, and power off was done. Restarting the analyzer took about 10- 15mins to go into start up mode. No apparent reason for the shutdown in the activity logs. No reports of death or serious injury in this event.